Manufacturer narrative:
The reported issue was confirmed. The device was found to have a flow rate accuracy of 12.9%, which is outside of +/-5% specification. The device was recalibrated and tested to meet all specifications on (B)(6) 2018.

Event description:
Zyno medical received a device from the field without the information of the nature of the complaint on (B)(6) 2018. On (B)(6) 2018, the complaint handling specialist at zyno medical followed up with the device's distributor. The distributor forwarded a reported flow calibration issue from the user facility to zyno medical on (B)(6) 2018: "501964 - flow calibration". No specific event date or patient information was provided. No patient injury or harm was reported.

Manufacturer narrative:
Correction: in the initially submitted MDR, the device evaluation was reported incorrectly. The reported flow rate issue was not confirmed. The device was found to have a flow rate accuracy of -3.55%, which was within the +/-5% specification. The device had a nuisance air-in-line alarm; this issue was not related to the reported flow rate issue. The device was repaired and tested to meet all specifications on 03/22/2018.

Event description:
This is a follow up report for the initially submitted MDR (3006575795-2018-00032).